Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump had a delivery anomaly and would sometimes deliver unprogrammed boluses. The customer¿s blood glucose level was low at the time of the incidents, but did not require medical intervention. The customer stated the issues have been ongoing since (B)(6) 2017. Troubleshooting was not completed. No further details were provided. The insulin pump will not be returned for analysis.